Event description:
My daughter had 2 deflux procedures done to correct her vur. The deflux caused mod/severe bilateral hydronephrosis which resulted in several emergency room visits and testing. As a result she had re-implantation of her ureters and all deflux needed to be removed.